Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The mid stent struts towards the proximal side were lifted and damaged. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 70mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed a stent damage.